Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On approximately (B)(6) 2025, around 11pm, the patient had a seizure and could not speak. The patient was drooling and had to crawl on her back. She was also bruised. The patient¿s wearable had failed approximately 2 hours prior to this; therefore, the patient did not have a cgm value to report at the time. No bg meter reading was reported either. The patient managed to drink some juice as treatment. The patient felt better by 1: 44 am on (B)(6) 2025. The patient did not seek any assistance from a higher level of care. The patient was ¿stable¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.